Event description:
This hemodialysis user facility has been contacted for additional info on this event. It has been learned that the pt had stated the dialysis treatment with the lines connected and a hemosafe pt connector clip in place when 15 mins into the treatment, the lines were reversed. The hemosafe device was reapplied after the lines were reversed, the dialysis treatment was resumed, and then the pt was covered by a blanket. The dialysis access was a femoral catheter. It was reported by the clinical mgr that possibly the rn did not check the connectors after the lines had been reversed. It was reported that it was possible that the luer lock venous connection was not properly tightened. The pt remained undergoing the dialysis treatment with the lines reversed when this event was discovered. There is no sample available for an eval. The pt was reportedly recovered and is fine. Hemodialysis treatment initiated at 12 pm via right femoral catheter - at 12:15 pm dialysis lines were reversed secondary to arterial lines collapsing. At this point, hemosafe device was placed on venous line as the lines were reversed. Within 15 mins bp began and rapid drop at 12:30 bp 99/68. Lines were secured per check of employee in training. Bp continued to drop even with normal saline & albumin being administered. At 1:12 pm blood returned per md order and venous line noted to have a slow leak at connection site and hemosafe device was in place. When it was discovered that there was possible leaking of catheter connection pt was on a bedpan and blood was found in the bedpan. The blood loss was estimated to be about 2 units. Post treatment at 1:30 pm the pt's bp was 104/62. The pts hbg went from 10.5 to 7.3 and required 2u prbc's to be administered post dialysis. Additional info from the user facility: (B)(6). (B)(6) 2007.